Manufacturer narrative:
Additional information: imdrf annex a, g and b grid. Manufacturer narrative: a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 15apr2015. The review was performed from the date of manufacture to the present date 09jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported from the nicu that the syringe pump was infusing small boluses of ivf maintenance fluid without being programmed due to an interaction with interoperability. There was patient involvement but no harm/impact to the patient.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported from the nicu that the syringe pump was infusing small boluses of ivf maintenance fluid without being programmed due to an interaction with interoperability. There was patient involvement but no harm/impact to the patient.